Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received results of 540 mg/dl and 105 mg/dl within 10 minutes on the compact system. The customer did not provide the location where the discrepant results were obtained. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test drum lot number 20656442, expiration date 06/30/2008.